Event description:
Initial (28-jun-2024): the serious case reported via email refers to a 40-year old female whose allergies and concomitant medications were not reported. On (B)(6) 2024, the consumer attempted to mold the dentek ultimate guard for teeth grinding at night. During the fitting process, the consumer chipped her wisdom tooth, causing the tooth to be removed. The company requested medical records, but the consumer declined. The patient reported she was unsure if the tooth was chipped prior to the use of the guard. This case outcome is recovered/ resolved. Meddra version 27.0. Expectedness: tooth fracture: unexpected. Complication associated with device. According to the company reference safety information.